Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during surgical procedure on (B)(6) 2025, the l5 drg lead was found migrated. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post-op.